Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One sensor failed due to low readings. The other sensor failed due to high readings. The needle complaint could not be confirmed due to the customer returning the sensors with no needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received several sensor signal not found. The customer's blood glucose level was reported to be 145mg/dl. It was reported that the customer changed to new sensor and is receiving the same alarm. Troubleshoot was reported to be conducted. It was reported that the customer was assisted in proper insertion technique on third sensor attempt and was successful. The customer is being sent two replacement sensors and the two faulty sensors are being returned.